Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, the home patient reported disconnecting, swapping cassette lines, and reconnecting solution bags during therapy. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp), after receiving a check lines and bags alarm, disconnected, swapped cassette lines, and reconnected two solution bags. A technical service representative explained proper procedures to the hp. The hp ended therapy and planned on calling a registered nurse regarding the incident. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.